Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.; -2.50/+6.0/068 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced refractive surprise. The lens remains implanted. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2023 the lens was explanted. Additional information: patient does not wish any further treatment. Patient is happy. Problem resolved. Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: 20-feb-2024. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with fibre on the lens. Visual inspection found the haptic broken and fibre on the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).